Event description:
It was reported that the ilet bionic pancreas generated insulin occlusion alerts that initially cleared after resuming delivery but recurred, and the user later performed a full supply change after troubleshooting steps that included detaching and filling the tubing and purging insulin; the user noted the earlier issue likely stemmed from attempting to cock the infusion set before fully unwinding the tubing. Symptoms included hyperglycemia, with reported fingerstick values of 298 mg/dl and later 268 mg/dl. Outcomes included the need for user-performed troubleshooting, calibration of the device with the connected cgm, and a supply change that resolved the occlusion alerts. Investigation included technical support troubleshooting and user education regarding infusion set handling and tubing preparation. Investigation of this case revealed that the event was consistent with an infusion set or tubing occlusion that resolved after supply replacement and correct setup. It was concluded that the device functioned as designed and that the event was attributable to user handling of the infusion set and tubing, with resolution following proper supply change and setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.